Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to power up. Upon doing some functional test fse found that the fan assay of the host pc was not working. Fse replaced the host pc, after replaced the host pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced host pc. The device was returned to expected functionality.